Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak steadily streaming liquid on the folded area of the bag. Magnified inspection of the leak location identified as a concaved gouge on the left edge of the eva above the tube side bag weld. A leak with this size and magnitude would be obvious if the leak was present during bag filling. The condition was determined to be manufacturing induced;the leak location and appearance under magnification suggest contact with a machine guide or surface, particularly during the folding operation. Multiple levels of manufacturing controls are in place to mitigate the occurrence of this issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances. Related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluationresults become available.

Event description:
It was reported that a tpn therapy bag had a hole on the left seam. The hole was discovered during compounding. This report documents no patient involvement or adverse events. No additional information is available.